Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 8.3 mmol versus 6.8 mmol meter to lab. Tests were done within 10 minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.